Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 463-500mg/dl and correction boluses were delivered to address the bg levels. The customer continued to experience elevated bg levels and diabetic ketoacidosis which led to an emergency room (ER) visit. The customer could not recall the treatment they received during the ER visit. A couple hours later the customer was hospitalized in the intensive care unit (ICU). While in the hospital, the customer received treatment in the form of an insulin drip. A pump system check was performed using the current supplies and the occlusion was found to be within the infusion set tubing. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The contact stated that all pump supplies would be changed prior to resuming insulin. The customer was released from the hospital three days after being admitted and was to use manual injections for insulin therapy until they contact their healthcare provider.